Event description:
It was reported that the stent was explanted. A 10x60mm wallflex¿ biliary transhepatic stent was fully deployed in the hepatic artery; however, after deployment the stent was pulled back into the sheath. The device was removed from the patient and the procedure was successfully completed with different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: an 8 fr cordis introducer sheath was returned with the stent deployed inside it. During analysis the stent was pushed out of the sheath. No issues were noted with the profile of the stent. As the delivery device was not returned the reconstrainment band could not be examined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent was explanted. A 10x60mm wallflex biliary transhepatic stent was fully deployed in the hepatic artery; however, after deployment the stent was pulled back into the sheath. The device was removed from the patient and the procedure was successfully completed with different device. No patient complications were reported.